Event description:
The technician alleged that when pressing the cardio pulmonary resuscitation lever, the cardio pulmonary resuscitation did not function. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.